Event description:
It was reported that both leads exhibited no capture and sensing. The leads were repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.